Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached (clavicle-rib crush). It was noted that the distal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the distal conductor fractured due to overstress, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right atrial lead exhibited high thresholds, undersensing, muscle/nerve stimulation, breached insulation, and was dislodged. The lead was explanted and replaced. No patient complications were reported as a result of this event.